Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Post op x-rays presented by surgeon yesterday shows a fractured cemented femoral component stem for the lps revision system. Second revision of the knee happening on the (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation upon its completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the submitted device confirmed the reported fracture. The device fractured as a result of low stress high cycle fatigue crack initiation and propagation. No material defects were observed in the femoral stem that could have contributed to fracture initiation and/or propagation to failure. Patient medical records and radiographs were supplied and reviewed by a depuy medical professional. The patient has poor bone quality with very thin cortices throughout. The lps IFU cautions that excessive patient weight tends to impose severe loading on the affected extremity placing the patient at higher risk of failure of the prosthesis and that marked osteoporosis or poor bone stock tend to adversely affect the fixation of the prosthesis. Review of the device history records did not reveal any manufacturing deviations or anomalies. With the information provided, it cannot be determined that the complaint is product related. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.